Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. Zimvie did not receive the reported unknown healing collar for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown healing collar is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeded recommended value. Therefore, based on the available information, device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided d1: brand name unknown / not provided d4: catalog and lot number unknown / not provided d10: tsx47b11, tsx implant, 4.7mmd, 11.5mml/lot number-1278421. G4: PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant and healing collar was placed. The doctor reviewed the x-ray, didn¿t like placement and attempted to remove the healing collar but the implant came out as well. Another implant was placed.